Manufacturer narrative:
Reference: voluntary medwatch report #: mw5155431.

Event description:
Voluntary medwatch received states that the patient presented with an unspecified impedance issue exhibited by the right ventricular lead and high capture threshold of the left ventricular lead. No further information was available.